Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument has a detached fragment from the damaged insulation.

Event description:
It was reported that prior to start of da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the 8mm maryland bipolar forceps instrument was found to have damaged conductor wire. Back up instrument was used. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The reported damage was noted on the instrument. No action was taken because the damage was discovered before the start of surgery (before anesthesia). No loss of cautery was associated with broken/loose cable.